Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's experienced an emergency backup battery (ebb) alarm on the heartmate touch (hmt) when setting up for a system controller replacement. The ebb in the controller kit was installed and the hmt displayed a replace backup battery alarm. The hmt displayed that the ebb was expired, even though the manufacturing date on the box was 10feb2026.